Event description:
Per the physician the patient's output current was rapidly increased due to the patient's upcoming move and to help control seizures through normal titration.

Event description:
It was reported that the patient had two seizures. The physician decided to increase the patient's output current more rapidly. It was unclear if the rapid increase in output current was in reaction to the seizures or related to the patient's impending move out of town. It was also unknown if increase could be due to the normal titration procedure to dose the patient's stimulation up to therapeutic levels. No additional relevant information has been received to date.